Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex hf1000 set was leaking from the anticoagulant port. The patient was receiving epoprostenol at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information available.